Event description:
The customer contacted ameda via email, stating she head the feeling that the ameda purely yours was unable to drain her breasts of milk. She also stated that after about two weeks of using the purely yours, she was diagnosed with mastitis.

Manufacturer narrative:
Three voice mail messages were left on the customer's vm for the purpose of assessing her mastitis infection and treatment she received. To date, the customer has not returned the phone calls.